Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13995n scorpion needle tip broke off at the notched end. The tip was found and removed from the patients tissue. This was discovered during use in rotator cuff repair on (B)(6) 2022. The case was completed by opening a new scorpion needle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.